Event description:
No additional information.

Event description:
No new information.

Manufacturer narrative:
Correction: event date updated.

Event description:
It was reported that bd insyte catheter is defective. The following information was provided by the initial reporter, translated from spanish to english: at the time of puncture with catheter #24 insyte bd, advance only the helix, leaving the catheter bent over the uninserted helix, not allowing its advancement. Description of adverse event: prior to hand washing and aseptic technique, right upper limb with short peripheral venous catheter + 24, failed puncture (peripheral venous catheter). Right upper limb with short peripheral venous catheter + 24, failed puncture (defective peripheral venous catheter, when puncturing the catheter defective, when performing the puncture, the catheter cannot be advanced because the tip does not allow it, it makes resistance and retracts). And retracts). Another attempt was made to cannulate the right upper limb with short peripheral venous catheter + 24 neonatal, successful puncture, access is covered with a transparent dressing, clean and dry, remaining functional and permeable with infusion of ringer's lactate 130 cc bolus and then continue to follow at 50 cc hour for 2 hours.

Manufacturer narrative:
MDR was generated due to investigation findings: based on the provided information, it has been determined that this incident is related to the catheter tip not being completely formed during the manufacturing process. We are conducting a voluntary recall of the affected catheters bd insyte for certain catalogs and lot numbers. The affected catheter tip may result in resistance with the catheter insertion process. The potential immediate health consequences associated with the above, include pain /discomfort, vessel injury, vasculitis, tissue injury, bleeding, delay in procedure and need for additional device insertion. It is also possible for there to be no health effects related to the use of the straight edged tip. Long term health consequences would not be expected; however, may be present only as a result of the immediate health consequence. It is recommended that clinicians use standard clinical practice of inspection of the device prior to insertion. If the clinician does not notice the catheter tip edge, they are instructed to stop the insertion procedure if pain or resistance out of proportion to the procedure is noted. If a defective product is inserted, monitoring for tissue, vessel and skin damage is recommended. If any symptoms occur, it is recommended to remove the product and replace with a new product if clinically indicated. We are investigating and will implement appropriate measures to prevent recurrence of this product issue. A corrective and preventive action plan is in progress. Production personnel have been informed of the product issue and retrained to the procedures to increase awareness. Please see the provided recall notice (mds-24-5036-fa) for further information.